Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 480 units of insulin, and the insulin gauge remained static at 355 units. At the time of the reported event, the insulin gauge displayed an accurate fill estimate. The customer's blood glucose level was 120 mg/dl.